Event description:
The customer reported being hospitalized due to high blood glucose levels, with a reading of 446 mg/dl. Prior to the hospitalization, the customer had treated her blood glucose with a manual injection, but she continued feeling sick. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.